Event description:
Follow-up from the physician provided that the pain was related to the device presence. The generator was replaced due to end-of-service, and as an intervention for the pain.

Event description:
It was reported that the patient¿s vns generator was replaced in surgery. The explanting facility does not return explanted devices. Therefore, device return is not expected. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was referred for replacement surgery due to the generator being at end of service. It was also reported the patient's "vns is hurting very badly". The patient¿s mother indicated that the patient was having sharp pains at the incision site where the stimulator is located. The pain reportedly started a couple months ago when a caregiver at the patient¿s group home swiped the magnet 14 times in a row. Surgical intervention to replace the generator has not occurred to date. No additional pertinent information has been received to date.

Event description:
Clinic notes from a visit on (B)(6) 2017 provided the generator was nearing end of service on visits dated (B)(6) 2017 and (B)(6) 2017.